Event description:
On (B)(6) 2024 called customer and customer confirmed when he open the implant he saw that the implant had a jagged edge and never used the implant. The procedure was completed with another implant.

Manufacturer narrative:
Zimvie received one (1) tsx37b10, (tsx implant, 3.7mmd, 10mml) for evaluation. A visual evaluation was performed, the returned implant packaging outer box has a tear, likely due to mishandling, and the outer packaging box was already opened. The implant was identified as reported. There was some debris on the implant. Additionally, the implant outer vial has a cracked green cap; and the outer vial tamper seal / ring was intact, sealed. The customer's reported complaint for defective packaging / foreign matter is non-verifiable. The coob will be confirmed for the fractured outer vial green cap. DHR review was completed for the subject lot number 1275509. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1275509 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : foreign matter and dental : packaging : damaged or un-sealed sterile barrier¿ the customer did submit images for the reported event. The images showed the implant outer vials green cap was cracked. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). This is an ongoing issue which is currently being monitored. Nc-000849-2024 (pbg), nc-001856-2024 (pbg) and nc-001012-2024 (vlc), hhed-2023-00023 / hhe-2023-00021 / hhe-2024-00016 and CAPA-000227-2024 have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, a packaging malfunction did occur. The implants cap was cracked while the caps tamper seal was intact. The reported event/coob for defective packaging / foreign matter is non-verifiable, since the condition of the product/packaging received by the customer was unknown. However, the fractured cap event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report b5. Describe event or problem g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported packaging was defective and the implant had a metal shard on it. Used another implant top complete procedure same day. Returned implant outer vial has a cracked green cap; and the outer vial tamper seal / ring was intact.